Event description:
It was reported that during pretest the foley catheter had a small amount of distilled water leaked from the syringe insulation part. When the cuff was checked again, no leakage was found, but a new balloon was prepared and inserted in consideration of the possibility of damage. The leak was in the valve connection part with syringe. Per notification from ucc on 08dec2025, it was reported that balloon concentricity 100/0 and difficult to deflate against returned syringe was found during sample evaluation on 18nov2025.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. Concentricity of catheter balloon is 100/0. While deflating only 3ml deflated within 5min. Again, catheter balloon inflated using in-house syringe with 10ml methylene blue solution. Deflated balloon 10ml solution within 01min45sec. Leakage was not present, this is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the foley catheter had a small amount of distilled water leaked from the syringe insulation part. When the cuff was checked again, no leakage was found, but a new balloon was prepared and inserted in consideration of the possibility of damage. The leak was in the valve connection part with syringe.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.